Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 74mg/dl. Troubleshooting was performed, and the drive support cap was flush. Reviewed the alarm history and found also several no delivery alarms. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a flush/loose drive support disk. The device passed the displacement, rewind, basic occlusion and motor tests. Unable to perform the no delivery test due to the prime anomaly. Cracks to the display window, battery tube threads, reservoir tube, reservoir tube lip, a scratched lcd window and missing end cap sticker also noted.